Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient underwent a reimplant procedure of his artificial urinary sphincter (aus). Previous device was explanted due to pump migrated to groin area. Pump was explanted and replaced.

Manufacturer narrative:
Field change: e1. Facility name added. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient underwent a reimplant procedure of his artificial urinary sphincter (aus). Previous device was explanted due to pump migrated to groin area. Pump was explanted and replaced.